Manufacturer narrative:
Final analysis found that the insulation was abraded at 18.3 cm to 18.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high thresholds and lead damage was suspected. X-ray revealed no lead anomalies. The lead was explanted and replaced on (B)(6) 2015. The patient was in stable condition.